Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was requested but was not available for return for further investigation. (B)(4).

Event description:
Customer reports having a false negative reaction when running antibody identification testing for a patient that later was identified to have anti-jka antibody. Testing was performed with 0.8% resolve panel a lot vra292 exp 1/30/2018 cell#7 donor# (B)(6) homozygous cell for jka, gave a negative reaction when working with anti-igg gel card. Customer states they expected positive reaction for cell 7 since the antigram has it listed as being jka positive( homozygous). All other jka positive cells did react as expected. Customer did one antigen typing on cell#7 with ortho anti-jka antisera. Customer performed the test following their own validated antigen typing testing protocol. The testing procedure is 15 ul of the 0.8% of the cell#7 from the 0.8% resolve panel a plus 25ul of ortho anti-jka antiserum in a buffer gel card. Room temperature incubation for 15 minutes then centrifuge and read and the result for antigen typing was negative. Customer repeated antigen typing of the cell#7 with ortho anti-jka same lot# on (B)(6) 2018 and again the antigen typing test was negative. Customer initially ran antibody screen testing with 0.8% selectogen having a 2+ reaction on cell #2. Customer continued with panel identification with 0.8% resolve panel a having a negative reaction on cell#7 all the other cells had a positive reaction that match one anti-jka antibody. Also customer ran an antibody identification with 0.8% resolve panel c and the customer had enough positive and negative reactions to identify the anti-jka antibody. Occurred on (B)(6) 2018 reported 02.06.2018. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Detail any action that ortho requested to find the cause of the issue: see above. Customer just reported the case for tracking and trending purposes. Customer has no more sample available and also the 0.8% resolve panel a already has expired. Customer states no transfusion history.